Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to hyperglycemia. Patient's mother reported the blood glucose (bg) monitor seemed to be giving incorrect readings on the personal diabetes manager. Symptoms reported include nausea and vomiting. The patient was treated with zofran and blood work was performed. The patient was released after spending 4 1/4 hours in the emergency room. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) bolus(u): 2:00am "high" (>500) 10, (minutes later) 44 (orange juice given), (30 min later) "high" (>500) patient taken emergency room.